Event description:
The customer contact reported the patient received more medication than intended. At 1716, the secondary line of the pump was programmed in the concurrent mode to deliver 250ml of zantac at a rate of 11ml/hr and the delivery was started. At approximately 1930, the patient's IV infiltrated. The device was turned off while the IV was restarted. The therapy was resumed at an unspecified time later using the same programming parameters. At approximately 0330, the nurse reported that there was approximately 30ml remaining in the solution container. At this time, the device display indicated a volume infused of 105ml. The device was removed from clinical service. Therapy was resumed using replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.